Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. P-cap or reservoir locked properly in place. Pump received with scratched case. Device received with minor scratches to the display window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer could not see the screen anymore and paint was coming off. Customer stated that insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.